Event description:
Caller reported that alarm 9 occurred and expressed concerns that the refurbished pump was not working properly. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support advised the customer on the correct insulin load process, provided guidance on using u-500 insulin, and ensured the customer could resume insulin delivery. Additionally, the customer received off-label messaging and support for ongoing troubleshooting. No further action was required after addressing the customer's frustrations with the pump.